Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 2nd related complaint for difficult/unable to operate plunger rod for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle plunger rod was difficult to move. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 324912, batch no. 9140733. It was reported that after drawing up insulin consumer can not get plunger rod to move. This pr 1363637 records issue of plunger rod not moving for pharmacist. Pharmacist called on behalf of consumer. Stated, after consumer draws up insulin, she cannot get the plunger rod to move. Plunger rod is difficult to move and consumer is wasting insulin. Consumer was not able to dispense the insulin as a result. Pharmacist stated, she was able to duplicate issue by trying it herself on a couple of syringes from the box the consumer is using. 4 syringes affected, pulled two syringes from 2 different bags and had the same affect. Pharmacist replaced the box and is looking for the store to be compensated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle plunger rod was difficult to move. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 324912 batch no. 9140733: it was reported that after drawing up insulin consumer can not get plunger rod to move. This pr (B)(4) records issue of plunger rod not moving for pharmacist. Verbatim: pharmacist called on behalf of consumer. Stated, after consumer draws up insulin, she cannot get the plunger rod to move. Plunger rod is difficult to move and consumer is wasting insulin. Consumer was not able to dispense the insulin as a result. Pharmacist stated, she was able to duplicate issue by trying it herself on a couple of syringes from the box the consumer is using. 4 syringes affected, pulled two syringes from 2 different bags and had the same affect. Pharmacist replaced the box and is looking for the store to be compensated.